Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During an unspecified procedure, the hiwire nitinol hydrophilic wire guide was used and it was noted that the glide wire was stripped. Another of the same was used to complete the procedure with no harm to the patient. As reported no unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. There were no adverse effects or consequences to the patient due to this occurrence.

Manufacturer narrative:
Investigation summary: a review of the complaint history, device history record, documentation, instructions for use and specifications was completed during this investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The lot number provided is not a cook lot number therefore no device history record can be completed at this time. Lot number provided was not a cook number. No serial number was provided. If the information is provided the file will be updated. Based on the available information, a definitive root cause could not be determined. Appropriate personnel have been notified and will monitor for similar complaints. Per the quality engineering risk assessment no further action is required.